Manufacturer narrative:
The account replaced the CPR and head down valve but the issue remained. The account replaced the CPR valve a second time to repair the bed.

Event description:
Info received indicates the head up and down functions are only working intermittently.